Event description:
Discordant calcitonin results were obtained on a patient sample. The sample was repeated and the correct calcitonin result was reported. Patient treatment was not altered or prescribed. There was no report of adverse health consequence as a result of the discordant calcitonin results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause of the discordant calcitonin results were due to the sample level sense errors. The cause of the sample level sense errors is unknown. The instrument is performing within specifications. No further evaluation of the device is required.